Event description:
The patient reported they were having a problem with their unit and that the battery was dead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).